Event description:
It was reported that the customer had a motor error alarm during prime followed by a motor position encoder error alarm. Customer's blood glucose level was 136 mg/dl. Customer cleared the alarm. Customer stated that the motor error occurred 2 times in the last 30 days. Customer was asked to return the pump for analysis. Insulin pump will be replaced. No further details given.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with corroded battery tube. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, case at reservoir tube window corners and battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.